Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. A thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that the catheter shaft material had been fractured proximal to electrode ring 4. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft material remains unknown.